Manufacturer narrative:
The root cause is undetermined as the display was lost in shipment back to ge healthcare. Device identification number: the serial number for the device is unknown and was not provided by the customer. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Device identification number: the serial number for the device is unknown and was not provided by the customer. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per medical device problem report (health (B)(6)), the customer reported a malfunction which may result in the loss of display. There was no report of patient injury.